Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to infection. Components not revised: advance revision femoral size 4 right nonporous product ID: kfccnp4r lot ID: 38574513. Advance onlay all poly patella 32mm single peg product ID: kpon32st lot ID:45217834. Revision njr number: 1791492. Side:r. Primary asa: p2 - mild disease not incapacitating.